Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2009 and suture was used. During the procedure, the needle tip broke. The needle pieces were removed from the pt and discarded. There were no adverse pt consequences reported.